Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (492-505 mg/dl). After testing with a bg meter, customer administered boluses to lower bg (395 mg/dl). Recommendation was made for customer to discuss event with a healthcare provider.